Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Revision. On (B)(6) 2016 one modular bullhorn was put in place (right femur & tibia). On (B)(6) 2016 the surgeon changed the position of the clamps, rods and bars. He attempted to add the 2nd side and after loosening everything, was unable to. The two pin hole clamps were removed and two new clamps were put on.

Manufacturer narrative:
The reported incident that 5 hole pin clamp hoffmann 3 ø4/5/6mm was alleged of issue s-43 (assembling issue) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a poor handling and reprocessing of the device. The visual inspection revealed that the device is deformed. Moreover we can see that the starry hole has a lot of scratches and marks due to usage and poor handling of the device. As the device was manufactured 4 years prior reported event, we can consider that the item has reached the end of its serviceable life. Please note that the cleaning and sterilization guide (l24002000-en rev. N_ot-rg-1_rev-2_ cleaning & sterilization guide_2015-8332) reads: ''inspection before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/or corrosion. Note: stryker trauma and extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. However, a potential recurring situation as been identified therefore a potential nc and a CAPA have been raised to investigate further in order to improve our device and prevent such a failure. Product surveillance will continue to monitor complaints of this type for adverse trends. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Revision. On (B)(6) 2016 one modular bullhorn was put in place (right femur and tibia). On (B)(6) 2016 the surgeon changed the position of the clamps, rods and bars. He attempted to add the 2nd side and after loosening everything, was unable to. The two pin hole clamps were removed and two new clamps were put on.